Manufacturer narrative:
Result: the returned product was evaluated and found the iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. A dimensional check was performed and no irregularity was found on injector and iol, all met criteria. Conclusion: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain, 14.0 diopter, preloaded injector on (B)(6) 2016 and the lens became stuck in the injector prior to insertion in the patient's eye. The lens was not implanted and there was no patient injury.